Event description:
Additional information received indicated that the pacemaker was explanted.

Event description:
It was reported patient's pacemaker exhibited premature battery depletion. Further information was requested and not received. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacemaker was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis was performed and found to be normal. Device image showed autocapture to be on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were found.